Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for an implant procedure. It was noted that the right atrial lead was unable to be implanted. The lead was not used and discarded. The patient was stable.